Event description:
After approx 11 days of iab therapy, a large amount of brown bloody flecks was noted in the tubing along with condensation. Surgical removal was required to remove the iab. No further complications were reported.